Event description:
The clinician reported that almost 3 months after the dental implant and abutment were placed in ada site 29, non-osseointegration was verified. A bone graft was performed with infuse xxs and bio-oss. Clinician noted peri-implantitis and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate implant and immediate load were performed.

Event description:
The clinician reported that almost 3 months after the dental implant and abutment were placed in ada site 29, non-osseointegration was verified. A bone graft was performed with infuse xxs and bio-oss. Clinician noted peri-implantitis and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.